Manufacturer narrative:
A specific root cause could not be determined. Based upon the information provided, a customer handling or pre-analytical issue may have caused the event. The customer stated there have been no additional issues and this appears to be an isolated event.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for c-reactive protein gen.3 (crp). The sample initially resulted as 1.07 mg/l and this value was reported outside of the laboratory. The result was questioned, so the sample was later repeated on a different c501 analyzer. The repeat result from the other c501 analyzer was 163.01 mg/l. The sample was then repeated on the original analyzer, resulting as 146.22 mg/l. The sample was also repeated a second time on the original analyzer on (B)(6) 2015, resulting as 160 mg/l. The repeat result was believed to be correct and a corrected report was issued. The patient was treated based on the erroneous result in combination with wbc and procalcitonin test results. The patient is currently fine. The patient was not adversely affected. The crp reagent lot number was 608660. The reagent expiration date was asked for, but not provided. The field service representative could not determine a cause for the issue. He checked the sampling system and replaced a probe. He ran precision studies.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.